Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. The channel was not perforated but clogged by a foreign object. The grip, forceps channel port, switch box, right/left/up/down knobs, plug unit, light guide cover glass, and plastic distal end cover had a scratch. The coloring on the air/water and cylinder and suction cylinder was peeling off. The scope connector cover unit had corrosion due to water leakage. The suction function did not work at all. The cleaning brush could not be inserted. The objective lens was chipped. The connecting tube and universal cord had a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the channel on the evis exera iii gastrointestinal videoscope was perforated. No patient harm reported. During the evaluation of the device, it was noted the channel tube was clogged with foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the channel tube was clogged with foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to incorrect or insufficient reprocessing. The event can be detected by following the instructions for use (IFU) which state: 3.3 inspection of the endoscope ¿inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities.¿ ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.